Manufacturer narrative:
(B)(4). Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests. It failed self test. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. Self test returned an unexpected hardware low level failures. Hardware low level failures is confirmed in the formatted history file (variableinfo = 3) due to a broken trace at the u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Event description:
Information received by medtronic indicated that the insulin pump's infusion delivery sites were leaking and causing severe hyperglyacemic episodes. Customer stated they were replacing site at least daily. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.